Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that the cardiac resynchronization therapy defibrillator (crt-d), right ventricular (rv) and left ventricular (lv) leads all exhibited high out of range pacing impedance measurements of greater than 2000 ohms. It was noted that the patient had an x-ray several months earlier which did not show any significant findings. The patient was brought into the clinic for evaluation a few weeks later. A four lead electrocardigram showed god sensing and capture in the rv and lv. The rv lead impedance was still greater than 2000 ohms but the lv impedance had stabilized with normal limits at 790 ohms. No new x-rays were taken. The patient will be monitored and the system remains in service. No adverse patient effects were reported.

Event description:
Additional information was received that the cardiac resynchronization therapy defibrillator (crt-d) had previously been reprogrammed to pace and sense in the atrium only, thus electrically abandoning the right ventricular (rv) lead. At the patient's follow-up visit four months later, the rv lead continued to exhibit high out of range pacing impedance measurements of greater than 2000 ohms along with increased threshold measurements which resulted in complete loss of capture. Noise was also seen on the rv channel, but was not sensed. The patient will continue to follow up with their physician every three months. No adverse patient effects were reported.

Event description:
Additional information was received that the cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead continued to exhibit loss of capture and high pacing impedance measurements. Noise also continued on the rv channel that is now being oversensed and leading to pacing inhibition. A revision procedure was performed where the rv lead was surgically abandoned and replaced. The crt-d remained in service and no additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). No additional information is currently available. If additional information becomes available, the event will be updated.